Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the piston on the insulin pump wouldn't stop during prime. Customer's blood glucose was unknown. The insulin pump is being returned for analysis.

Manufacturer narrative:
The pump passed the displacement test. However, unable to prime the pump during the prime test, and gave a motor error alarm during the basic occlusion test due to a faulty force sensor. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and a cracked belt clip slot.